Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Manufacturer contacted customer on (B)(6) 2015 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
A friend called on behalf of a customer requesting replacement syringes for a customer stating when she injects herself with syringes lot#np1471 - ndc # (B)(4) - needle bends. I will replace syringes for investigation.